Event description:
It was reported the patient received a right total knee arthroplasty on (B)(6) 2015. The patient had persistent pain after surgery and all components except the patella were revised on (B)(6) 2017 due to loosening.

Manufacturer narrative:
This is a combination product (B)(4). List of associated devices: femoral component option size d right, reference 00599401492, batch 62480325. Stemmed tibial component precoat a/p wedged size 3, reference 00598800300, batch 62781311 articular surface with locking screw size cd 20 mm height, reference 00596403020, batch 60763893. Poly petella standard cemented size 29 mm diameter 8.0 mm thickness, reference 00597206529, batch 62549287. Report source, foreign - event occurred in (B)(6). No further information provided (x-rays, surgical report, photographs, lab test). Therefore, the reported event could not be confirmed. The product analysis can't be performed as the product was not returned. Therefore, the reported event could not be confirmed. The device manufacturing quality record indicate that the released product met all requirements to perform as intended. A complaint extract was done regarding revision due to pain and loosening: 1 complaint (1 product), this one included, has been recorded on optipac softpac refobacin revision 40, reference (B)(4), from january 01, 2019 to january 27, 2022. 1 complaint (1 product), this one included, has been recorded on optipac softpac refobacin revision 40, reference (B)(4), batch 235ca16970. According to available data, root cause of the event was unable to be determined. However, there is no evidence that the event is related to the product. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.